Manufacturer narrative:
B2: urinary retention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The caller was the pelvic floor physical therapist, who reported they left a voice message with a mdt rep yesterday, but did not speak with them. The hcp reported that the patient has severe urinary incontinence, urgency, and leakage for about 20 years after childbirth. The caller reported that they see the patient to strengthen patient's pelvic floor and wanted to know how the patient's stimulator functions. The caller reported that when stimulation was on and they were working to strengthen the patient's pelvic floor, the patient had decreased urgency/incontinence and were wearing a mild pad but still having small void and retention. The caller reported that when stimulation was turned off, the patient's symptom returned. The patient was having heavy/moderate urgency and incontinence. The caller reported that the p patient turned stimulation back on, but were experiencing a gradual improvement with urgency and incontinence. The caller reports in the past month, the patient reported about 25% less effective. The caller reported that the patient was scheduled to see the hcp soon after 2-3 weeks since last office visit. The caller reported that they will suggest a void diary to assess retention.

Event description:
Additional information was received from the patient. They called and said that they had received a call from medtronic to schedule battery check. Patient repeated therapy concern which was previously reported and documented. Patient said that they didn't think the device had been effective so they stopped using the external devices. Reviewed therapy information with patient. Patient said they had moved and no longer had a managing physician. Physician listings were reviewed however for now patient declined, said that they had a urogynecologist, but they didn't believe that they worked with the implant. Patient said that their symptoms are better managed depending on their diet. Patient said they had also started pelvic floor strengthening. Patient is charging external devices and may call back to review navigation to check battery status. Patient was redirected to discuss therapy issue and options with a healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had gone through a minimum of 30 different settings. Patient went to a different doctor and had a rep come in and reset settings. Patient met with rep in (B)(6) of this year at dr office. The patient has been going to the pelvic floor therapist and they put patient on a restrictive diet for 14 weeks. The therapist had patient turn the stimulation off and couldn't do it. Patient had to turn the therapy back on. It came to light in (B)(6) 2021 that patient was retaining urine. Caller wanted to know if the stimulator could be causing the retention. Caller told that the stimulator can cause undesirable changes in the bladder. The patient was redirected to their healthcare provider to further address the issue.